Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the crt pcb assembly and the wire harness assembly for the speakers. After replacing the crt pcb and the speaker wire harness assembly, proper operation was confirmed and the device was returned to the customer. The returned crt pcb assembly was troubleshoot by product performance. The root cause of the reported problem was determined to be due to a failure of the ic, u4, which was shorted to ground. The reported problem could not be duplicated or confirmed upon further troubleshooting of the speaker wire harness assembly.

Event description:
It was reported that the device had no audio output and had a blank display. There was no pt use associated with the reported event.